Manufacturer narrative:
B3: month and year of event have been provided, day is unknown. D4: lot number, UDI number, expiration date, and h4: manufacture date are unknown; no information has been provided to date. E2 incorrect due to system limitations. H3 other: device has not been returned for this file to date. Initial reporter is company sales account representative (non-healthcare professional). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that while in use with a patient, when the customer tried to inflate the cuff, it did not inflate. When the sales representative tested the returned sample, there appeared to be no problems. The event occurred in nov-2023. There was no patient harm/adverse event reported. The lot number has not been reported

Manufacturer narrative:
Two devices were received for investigation. During visual inspection, no damage or anomalies were observed with either device. Each device was functionally tested, and no air leakage was observed in either sample during testing. No product lot number was provided, therefore, no review of manufacturing device history records could be conducted. Based on the available information and results of the testing, the reported issue could not be confirmed and no root cause could be found. No actions have been taken.